Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment and cap were damaged; it was reported that the battery cap would not attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/18/2014 with the following findings: visual inspection revealed that the battery compartment and cap were free of damage. The battery cap contact measurements were found to be within the specifications. The returned battery cap was able to properly secure to the pump per the instructions for use (IFU). The reported event was not duplicated. Unrelated to the reported event, the cartridge compartment was found to be cracked at the opening of the cartridge chamber, and a piece of the cartridge compartment's upper rim was broken off. The returned cartridge cap was unable to properly secure to the pump per the IFU.